Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted power button on keypad unresponsive; front case with keypad replaced. Software version as found 9.33.1; as left 9.33.1. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (power button). A review of the device history record showed the device had a manufacture date of 13sep2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information: supplemental emdr needed to add annex codes g. - parts were replaced - need component codes added.